Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) rotated. The doctor indicated that the iol was off about 20 degrees from the intended target. The patient¿s current refraction is 75 1.25 x 165. The intended axis was 174. The iol is currently sitting at 20 degrees. The doctor is undecided if he will rotate the iol because the patient's near vision is good. No additional information was provided to abbott medical optics.